Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the battery returned with the device measured 6.3 volts, low battery indication is 7.2 volts nominal and end of operation is 6.3 volts nominal. It was also noted that the lower case was broken, the ring and side bail covers were broken, the lead flex cover was corroded, the output connectors were corroded and contaminated, the battery contacts were compressed, the keyboard was contaminated and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb and this analysis found that a capacitor component on the pcb caused the battery removal test failure.

Event description:
It was reported the device will not complete boot up. The device was returned for repair. No patient complications were reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.